Event description:
It was reported to fresenius that a peritoneal dialysis (pd patient was in the hospital due to peritonitis. No further details were provided in the initial reporting. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on an unknown date with a diagnosis of peritonitis. The patient¿s signs and symptoms were not provided. The pd effluent culture resulted positive for staphylococcus aureus. No information pertaining to the antibiotic regimen was provided. The cause of the peritonitis was attributed to touch contamination by the patient. The patient¿s pd catheter was pulled during the hospitalization and the patient was permanently transitioned to hemodialysis (hd). The patient has been discharged from the clinic¿s system; therefore, no additional details pertaining to the hospitalization could be provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd patient was in the hospital due to peritonitis. No further details were provided in the initial reporting. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on an unknown date with a diagnosis of peritonitis. The patient¿s signs and symptoms were not provided. The pd effluent culture resulted positive for staphylococcus aureus. No information pertaining to the antibiotic regimen was provided. The cause of the peritonitis was attributed to touch contamination by the patient. The patient¿s pd catheter was pulled during the hospitalization and the patient was permanently transitioned to hemodialysis (hd). The patient has been discharged from the clinic¿s system; therefore, no additional details pertaining to the hospitalization could be provided.

Manufacturer narrative:
Correction: a2 inadvertently omitted from initial report.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with hospitalization and subsequent pd catheter removal. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The pdrn reported the cause of the peritonitis event was touch contamination by the patient. This is supported by the culture results of staphylococcus aureus, a normal human flora of the skin. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd patient was in the hospital due to peritonitis. No further details were provided in the initial reporting. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on an unknown date with a diagnosis of peritonitis. The patient¿s signs and symptoms were not provided. The pd effluent culture resulted positive for staphylococcus aureus. No information pertaining to the antibiotic regimen was provided. The cause of the peritonitis was attributed to touch contamination by the patient. The patient¿s pd catheter was pulled during the hospitalization and the patient was permanently transitioned to hemodialysis (hd). The patient has been discharged from the clinic¿s system; therefore, no additional details pertaining to the hospitalization could be provided.